Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
A customer filed a complaint when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. Review of the instrument data identified two false positive results for sars-cov-2. The investigation to identify the root cause is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer filed a complaint when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. Review of the instrument data identified two false positive results for sars-cov-2. Per FDA guidance, 2 mdrs will be required. According to the customer, patient samples are collected by trained technicians according to the roche method sheet. Specimens are collected in bd-uvt & remel m4rt media tubes and stored in 2-8c refrigerators in between testing. No further information regarding sample collection or customer workflow is available. The run data was provided and the allegation was confirmed. A reagent investigation was performed to identify any reagent contribution. No product problem was identified and the reagent kit was ruled out as a contributing factor to the customer issue. The investigation to evaluate the instrument and identify the root cause is ongoing.